Event description:
It was reported that the patient experienced an elevated heart rate, dizziness, and nausea. The pulse generator exhibited a device parameter error and a diagnostic anomaly upon being exposed to radiation therapy. No intervention was reported. The patient would be monitored.